Event description:
It is reported that during surgery in 2009, the surgeon was unable to insert two different articular surfaces. Due to the hospital not having anymore of that size in stock, they went to a smaller size. Also during surgery, the femoral component was opened and noted that the plastic bag was stuck to the distal portion. The technician removed the plastic and the device was implanted. Surgery was delayed 20 minutes due to this.

Manufacturer narrative:
This report will be amended when our investigation is complete.